Event description:
It was reported that during central processing, an 8mm mega suturecut needle driver instrument's tip broke. Since issue was found outside of a procedure, there was no report or evidence of patient involvement. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with a backup instrument, and no fragment fell into the patient. It was unknown if the instrument collided during the procedure. It was unknown if the instrument was inspected for any damage after the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm mega suturecut needle driver instrument was analyzed and reported failure was confirmed. The instrument was to have a broken grip at the midpoint of the grip. A piece approximately 0.217" x 0.120" was found to be broken off. The broken piece was not returned. This failure is typically associated with mishandling/misuse. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.